Manufacturer narrative:
B5: additional information received via email on 20-sep-2021 and attached to complaint:no patient injury. Issue happened during testing. H6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. Customer problem was not duplicated in that the pump has "nda after new seal" issue. However, high alarm silenced and alarm acknowledged: upstream occlusion alarm messages were found in the pump's event history logs. Upstream occlusion sensor and downstream occlusion sensor were replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited a no disposable alarm. No adverse effects were reported.